Event description:
The event is reported as: complaint alleges: "after deployment of clip the jaws of the device would not open wide enough and or did not release the clip to allow for a safe and clean break from the structure. Surgeon was forced to "wiggle" and pull device from occluded structure increasing the risk of tearing the structure. Device was replaced with an ethicon 5mm e5ml device and procedure completed." No patient injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. Per device history report DHR investigation did not show issues related to this complaint.